Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of elevated blood glucose after dinner following a larger-than-usual meal announcement and again after breakfast following a usual meal announcement while using the ilet system; glucose values subsequently returned to range, and levels were declining during the call. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond self-management. Investigation included user support troubleshooting, education on device use and supply change intervals, and review of alarm history indicating an alert 231. Investigation of this case revealed no device malfunction reported, a recent infusion set change to a 23 inch 6 mm contact detach, and potential user-related factors involving meal announcements and infusion site management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.